Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a cuff miss was observed. Additionally, device analysis revealed the posterior foot was detached and not returned. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Reportedly, a femoral angiogram was not performed. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: proglide suture placement was attempted in a pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Femoral angiogram or other imaging was not performed. Reportedly, with both proglide devices, the proglide suture did not capture the arterial wall. The sheath was upsized to 18f for the aaa procedure. The sutures of two other proglide devices were used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional perclose device referenced is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 7f sheath prior to an interventional procedure. Reportedly, a suture retrieval issue occurred with both proglide devices. Another abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.